Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-13974nr fibertape retriever tip broke off. This was discovered during a procedure.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the upper moving jaw was partially broken. Upon functional testing, it was noted that the device functioned as required.